Manufacturer narrative:
This is a retrospective report after subsequent review of the file. Initial report by patient was on social media, therefore name and address are unknown.

Event description:
Patient received first miradry treatment on (B)(6) 2013. Treatment was successfully completed, however patient complained of numbness left forearm numbness after anesthesia wore off. Numbness was improving but some decreased sensation or "dullness" remained when the patient returned for a second treatment on (B)(6) 2014. Patient reported no tingling, numbness, or decreased sensation after the second treatment. On (B)(6) 2014, the clinic reported they had no updates and did not intend to reach out to the patient. No further updates have been received.